Event description:
It was reported that during catheter placement, the stylet was found kinked, leading to failure of hemodialysis catheter insertion and eventual placement failure. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed but the exact cause remains unknown. One video sample of a user holding onto 4 dilators, 1 guidewire, and a niagara catheter was provided for evaluation. The components are shown outside of patient use. A kink in the guidewire appears to be present; however, the characteristics of the deformation and coil wire could not be closely inspected. Based on the information provided, possible contributing factors include damage during handling and advancement against resistance. Since a bend in the guidewire was observed to be present, the complaint is confirmed but the exact cause remains unknown.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx1476 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that during catheter placement, the stylet was found kinked, leading to failure of hemodialysis catheter insertion and eventual placement failure. No other information was provided.